Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/07/2025, a sales representative reported via (B)(4) that an ar-3680 fibertak button implant system experienced an issue during use. The biceps fibertak anchor pulled out as the surgeon attempted to pass the first suture through the button. A replacement ar-3680 fibertak button implant system was opened, and the procedure was completed without further issues. The incident occurred during a bicep tenodesis procedure on (B)(6) 2025, resulting in a brief surgical delay of approximately two minutes. No patient harm was reported. Additional information has been requested on 10/09/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion. Per the directions for use (dfu) dfu-0333-eo fibertak® button suture anchors, revision 4 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an on-site demonstration. 3. Fibertak button suture anchor only: surgeons may elect to use a tenodesis screw during bicortical repairs with fibertak button for additional tendon fixation.